Manufacturer narrative:
The device was not available to return for evaluation. Therefore, the complaint could not be confirmed, and no definitive root cause could be established for this complaint. First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can mitigate the occurrence of breakage.

Event description:
There were two holes observed in the PICC. When examining the patient, it was observed that the PICC was smashed and broken. There were also holes in the catheter extension. The catheter was removed and changed out.